Manufacturer narrative:
A promus element plus,mr,ous 4.00x32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Struts were found to be lifted from their crimped position. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 11feb2021. It was reported that crossing difficulty occurred. The 80% to 90% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 4.00x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.